Event description:
It was reported to philips that the main control computer was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips fse found the screen blackout was likely due to a temporary hang of the main control pc or a misunderstanding by the customer. The issue could not be reproduced, and the system functioned correctly. To resolve the problem, fse planned to implant correction on next visit. On 23-aug-2025 another case, the reinstallation of the suite pc and software upgrade was implemented. After that, the system was restored to normal working order. The codes were updated based on the investigation outcome.